Event description:
It was reported that the pacemaker system exhibited noise on the right atrial (ra) channel which was being oversensed and resulted in inappropriate atrial tachy response (atr) episodes. Troubleshooting was performed and the noise could reproduced with isometrics. Technical services informed the noise appears to be due to myopotential. Additionally, ra pacing impedances have gradually decreased. Technical services discussed programming options. At this time, the system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).